Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting impedance measurements exceeding the upper limit. No interventions were made. The patient was in stable condition.

Event description:
New information recieved notes that that the lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.